Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise. A review of the electrograms for the shock episode found some rail-to-rail noise. There were some stored untreated episodes due to the same railing noise. The sensing vector was set to the primary sensing vector. The local representative checked the system and found noise in all three sensing vectors. Technical services discussed some options with the caller. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. A review of the electrograms for the shock episode found some rail-to-rail noise. There were some stored untreated episodes due to the same railing noise. The sensing vector was set to the primary sensing vector. The local representative checked the system and found noise in all three sensing vectors. Technical services discussed some options with the caller. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise. A review of the electrograms for the shock episode found some rail-to-rail noise. There were some stored untreated episodes due to the same railing noise. The sensing vector was set to the primary sensing vector. The local representative checked the system and found noise in all three sensing vectors. Technical services discussed some options with the caller. There were no additional adverse patient effects. The system remains implanted.